Event description:
Patient was implanted with prodisc-c at c6-c7. Approximately 3 weeks post operative, patient underwent arthroplasty and was doing great until falling approximately 3 months post implant. The fall dislodged the prodisc-c and it was protruding approximately 4-5mm. Patient was returned to the or for revision.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn, no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.